Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "during the case whilst drilling pilot holes for trochanteric dall miles grip plate, the drill bit snapped."